Manufacturer narrative:
The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. The device was monitored for six days for sensor end alert. No sensor end anomaly noted and sensor end feature functioned properly. No unexpected button error alarms noted. The device had intermittent button response on the act button due to corroded keypad traces noted. It also had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed other than the customer having been asleep at the time of the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.